Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3093-28, lot# v454085, implanted: 2010 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect. The stimulation was increased to a comfortable level. The patient can feel stimulation now. Additional information received reports compatibility guidelines were requested for MRI and CT/cat scans. The area to be scanned was left shoulder. The patient never had therapeutic effect. She had been peeing since implant. Reports has not gotten 50% relief. It was reported over two years later that the patient never had therapeutic effect since implant. She had ins (stimulator) removed 1-2 years ago and wants to know what to do with programmer. The patient hasn't had her stimulator in almost 3 years.